Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged from the target vessel and into the main coronary sinus. The lead was repositioned into a different branch of the coronary sinus, and remains in use. No patient complications have been reported as a result of this event.